Event description:
On august 2, 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings. On august 19, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 7 to 8 times per day and manages her diabetes with lantus and humalog insulin. The pt takes humalog insulin based on a sliding scale regimen per the lfs meter reading. In addition, the pt is on a humalog insulin to carbohydrate intake ratio, 8gram cho to 1 unit of humalog. The pt indicated that the inaccurate high issue began the month prior. In that month, the pt reported blood glucose results of "404 mg/dl" with a lifescan meter and "508 mg/dl" on another meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. Per on the alleged high readings, the pt decreased her lantus insulin from 9 units to 5 units. The next day at 9pm, the pt developed symptoms of "perspiring constantly," and reportedly tested at "386 mg/dl" on the subject meter at the time of concern. Per the reported reading, the pt took 3 units of humalog and ate 15 grams of carbohydrate. Between 9pm and 9:30pm, the pt's boyfriend indicated that she started to foam at the mouth, talking weired, and eventually passed out. The emergency medical service was called. Upon arrival at around 9:30pm, the pt was treated with IV glucose in route to the hospital. The pt indicated the paramedic was unable to obtain her blood glucose on the emt meter. At the hospital, the pt initially obtained a blood glucose reading of "46 mg/dl" on the ER meter and was treated with a second bag of IV glucose. Her doctor indicated that "her blood sugar had bottomed out." The duration of the pt's hospital stay was 5 hours. The pt's sliding scale insulin regimen was not changed immediately before or after the hospital incident. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed she passed out and received medical intervention for hypoglycemia after she took insulin per the lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.